Event description:
Healthcare professional reported "the day after the operation, the te, which had been inflated, had deflated, and te rupture was suspected, so a replacement operation was performed". This record is an unknown side. The device has been explanted replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.